Event description:
The customer reported the system displayed a high ma error code. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, the high voltage tank was removed, the power supply was reassembled, and a generator calibration was completed. The system was found to be operating as intended.